Manufacturer narrative:
Concomitant medical devices: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, : product type: implantable neurostimulator.

Event description:
The patient reported an emi allegation, and that their implantable neurostimulator (ins) turns off hotel keys, reacts to the domes on the stadiums opening, and also causes an alarm to sound at the hospital every time someone walks into the door which "made [them] feel it in their heart." It was later clarified that they can "feel the microchip when the stadium opens or when they have a hotel room key" at the ins site. This was noted as a sudden change in therapy/symptoms, with the ins confirmed to be the "microchip." It was noted that the patient also had abdominal swelling from gall bladder surgery the patient's indication for implant is dystonia. See related regulatory report 3004209178-2016-26963.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.